Event description:
It was reported that the customer has experienced an increase instrument failures and breakage. No specific incident was reported for this complaint; however, some particular instruments are reported to have broken unexpectedly; hot shears, mega suture cut needle drivers, fenestrated bipolar were mentioned. The representative reported that the genesis team is investigating further. Procedure outcome was unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 05/20/2024 and obtained the following additional information: the customer reached out to me for additional support regarding issue they have been experiencing with instrument cable breaks. I held a call with the customer to review their current handling and care practices with davinci instruments during the procedure as wells as reprocessing. I recommended the customer return the defective instruments to intuitive for failure analysis. The customer stated they would work on returning the broken instruments. I simply wanted to report the issue and plan to continue working with the customer to determine any opportunities for process improvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.